Event description:
Report received from the USA stating the cutter fractured during the case. The device was being used for a cochlear implant. The cutter broke off in the patient. The physician was able to retrieve the particulate with no damage. There was no report of injury to the patient or the user.

Manufacturer narrative:
The event was confirmed. The initial investigation indicated the cutter fracture most likely was due to excessive side loading. A review of the database revealed no other complaints for lot e123047273. Investigation of cutting burr fractures initially indicated the most likely root cause(s) of cutting burr fractures during use was related to the surgeons' using too much pressure due to one of the following: a training deficiency of the user, specifically related to the lack of irrigation during use. The lack of irrigation resulted in the cutting burr being unable to cut without the debris being removed. Excessive force, axial or radial, applied to the bur head. Labeling provided with the device was inadequate. The cutter fracture is immediately evident to the user. If the burr shaft were to break in the drive flat area at the proximal end of the bearing sleeve the burr would cease to rotate. If the burr shaft were to break at the proximal end of the bearing sleeve a portion of the shaft and the ball could dislodge from the device. Since this device is used with magnification both of these failure modes would be visible to the surgeon. A field action has been initiated.